Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
We had an issue with a plate with the item being too brittle and cracked easily when cut. This all occurred today and the plate was not implanted in the patient nor was it submerged in the waterbath. All other plates with the same item number and lot cut fine.